Event description:
This spontaneous case describes the occurrence of genital pain ('gynaecological pain') in adult female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced genital pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia "), musculoskeletal disorder ("musculoskeletal disorders"), amnesia ("memory loss") and disturbance in attention ("concentration problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital pain, asthenia, musculoskeletal disorder, amnesia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for amnesia, asthenia, disturbance in attention, genital pain and musculoskeletal disorder with essure. The reporter commented: this case refers to 18 female patients who had the devices removed between (B)(6) 2019 and (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of genital pain ('gynaecological pain') in female patients who had essure inserted for permanent contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced genital pain (seriousness criterion medically significant), asthenia ("asthenia"), musculoskeletal disorder ("musculoskeletal disorders"), amnesia ("memory loss") and disturbance in attention ("concentration problems"). At the time of the report, the genital pain, asthenia, musculoskeletal disorder, amnesia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for amnesia, asthenia, disturbance in attention, genital pain and musculoskeletal disorder with essure. The reporter commented: it was reported in laypress : gynaecological pain, asthenia, musculoskeletal disorders, memory loss, concentration problems, etc. These symptoms are just a handful of the many disorders reported by women who have had the essure permanent contraception device inserted. It appears that 10% of patients experience such symptoms out of the million women who have received the implants worldwide. 18 patients mentioned in the same laypress article (who had the devices removed between september 2019 and july 2020) are captured in 18 bayer reports : 2020-286356, 2020-286665, 2020-286667, 2020-286668, 2020-286671, 2020-286672, 2020-286674, 2020-286678, 2020-286680, 2020-286681, 2020-286684, 2020-286690, 2020-286694, 2020-286698, 2020-286701, 2020-286705, 2020-286715, 2020-286717 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: due to internal review it was detected that the reported events in laypress refer to an undefined number of patients who experienced events under essure - this does not qualify for an adverse event report and therefore this report will be deleted in bayer safety database based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.